Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis (fa). Fa was not able to confirm the reported complaint via system logs. Functional testing confirmed the unit powered on and cauterized successfully across all ports and instruments; however, the display screen was cracked. Generator log showed error m-b1. Failure analysis concluded that no root cause could be attributed to this issue.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, an intuitive surgical, inc. (Isi) clinical sales representative (csr) informed an isi technical support engineer (tse) that vio integrated electrosurgical generator unit (iesu) had no bipolar energy output. The customer swapped out the instrument and energy cord, but the issue persisted. The procedure was completed with no reported injury. Isi contacted the customer and obtained the following information: the surgeon utilized additional monopolar energy to cauterize the necessary areas and successfully continued the procedure. No patient demographic information or patient history is available at this time. No additional tests were performed. The procedure proceeded without further issues.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The iesu involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.